Event description:
The patient was revised due to the femoral component fracture and broke into 2 separate pieces. It is also stated the patient may have fallen. Further follow-up discovered the patient had extensive osteolysis behind the femoral component.